Event description:
Had 4 botched surgeries in 2004, 2005, 2005 and 2006. In early spring, I began with bad insomnia. Then shortly after hormone problems. Sex drive gone. Was hospitalized due to insomnia in 2010. On 2012 diagnosed with ra and another autoimmune disorder that wasn't determined. Swelling in the thighs inflammation issues, joints swelling and pain in 2012. Saw at least 20 specialist and couldn't find the reason for the decline of my health. I was a picture of good health. I put on 30lbs of inflammation weight. Realized I had breast implant illness at this point, I had to stop working and bed ridden for about a year. Implants explanted to find the valves had been leaking and my capsules were rotted. There were mold and organisms in my implants. That was (B)(6) 2016. I had to use 401k to pay for the surgery. In the process of fixing what can be fixed. It has ruined my life marriage and relationships. Clonazepam, seroquel for sleeping vyvanse to get up in the morning. I'm sending this out as a group text so don't think you're the only one. Dad and I do dishes all day, not even a rest. This is what we wake up to daily "profanity" pain meds. Oxycodone, oxycotin. Will need surgery for my hips. I have to go for colonics to have bowel movements. Multiple herbs and nutrients prescribed. I'm sure more to come as my tests come back.